Event description:
A (B)(6) male pt contacted zoll customer support to report that he was receiving service codes. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) is currently underway. The reported problem (service codes) has been confirmed. Upon receipt the monitor reproduced the intermittent abnormal shutdowns found in the pt's flag files. A root cause investigation is currently underway. A supplemental report will be sent upon completion of the investigation. No adverse event resulted from the abnormal shutdowns. The pt was issued a replacement monitor.